Event description:
It was reported that fos (fiberoptix sensor) related issue, "the green indicator symbol turned blue." Indication for use: cardiogenic shock. The intra-aortic balloon (iab) was inserted via a sheath in the pt's femoral artery. The event occurred during treatment (early as well as after a longer time of use). The pump was either exchanged, or in some cases, the user used the ap (arterial pressure) through the central lumen. The intra-aortic balloon pump ((B)(4)) has been upgraded from 2.23 to the 2.24 software. Reference MDR #1219856-2012-00180, MDR #1219856-2012-00182, MDR #1219856-2012-00183, MDR #1219856-2012-00184, MDR # 1219856-2012-00185 and MDR #1219856-2012-00186 for related iab issues.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.